Manufacturer narrative:
Device not available for return due to end-user not having any product to return. Production records provided in lieu of testing of returned lot from end-user. No issues were noted in the analysis of the production records. (B)(4).

Event description:
When the end-user tries to draw insulin, the plunger gets stuck in the barrel.